Manufacturer narrative:
No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Blister in a perfect circle like one of the heat things on the wrap [blister]. Blister that popped; seeping fluid; still draining [blister rupture]. She did go to bed with it on, for about 6 hours; slept while using product [device misuse]. Burn with a blister in a perfect circle like one of the heat things on the heatwrap, 1st degree burn [burns first degree]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back and hip) (lot #: l31422, expiration date: jan2018) from (B)(6) 2015 for back pain. Medical history included sensitive skin from an unknown date and unknown if ongoing and latex allergy (band-aids irritate her) from an unspecified date for an unknown indication. Concomitant medication included ascorbic acid (vitamin c) from an unspecified date and unknown if ongoing. Past product history included biofreeze from an unspecified date in 1997 for pain and experienced no adverse events. On (B)(6) 2015, the patient reported using the product for the first time and she went to bed with the heatwrap on her left side from 2:00 a.m. Until 8:00 a.m. Around 5:00 p.m. Later that day, she rubbed her hand near her hip and noticed a burn with a blister in a perfect circle like one of the heat things on the heatwrap. She stated the area was pink and the blister had popped and was still draining and seeping fluid. The patient reported she consulted her mother who is a registered nurse regarding the burn/blister. Her mother indicated she had probably experienced a 1st degree burn. The patient mentioned she had the waistband of her underwear over the wrap and wore an oversized t-shirt. Therapeutic measures received included keeping the area covered and using neosporin. The patient assessed her skin tone as medium. She denied having any health problems such as difficulty feeling heat or pain on her skin, diabetes, poor circulation, rheumatoid arthritis, heart disease or neuropathy. The patient reported having sensitive skin but no abnormal skin conditions. The patient did not engage in exercise while using the heatwrap. She read the usage instructions before use. Action taken with the suspect product was permanently withdrawn on (B)(6) 2015. Clinical outcome of the events was not resolved. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (19aug2015): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, a possible contributory role of the suspect device product to the reported events of a burn with a blister in a perfect circle, was pink and the blister had popped and was still draining and seeping fluid, device misuse, and 1st degree burn cannot be excluded. This case meets follow up reportable 10-day EU/30-day FDA medical device report. Case comment: based on the information provided, a possible contributory role of the suspect device product to the reported events of a burn with a blister in a perfect circle, was pink and the blister had popped and was still draining and seeping fluid, device misuse, and 1st degree burn cannot be excluded. This case meets follow up reportable 10-day EU/30-day FDA medical device report. Evaluation summary: no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The product effect may vary with each individual.

Event description:
Burn with a blister in a perfect circle like one of the heat things on the heatwrap, 1st degree burn (burns first degree) blister in a perfect circle like one of the heat things on the wrap (blister) that popped; seeping fluid; still draining (blister rupture) she did go to bed with it on, for about 6 hours; slept while using product (device misuse). Case description: this is a spontaneous report from a contactable consumer or other non hcp, a (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back and hip) (lot #: l31422, expiration date: jan 2018) from an unspecified date for back pain. Medical history included sensitive skin from an unknown date and unknown if ongoing and latex allergy (band-aids irritate her) from an unspecified date for an unknown indication. Concomitant medication included ascorbic acid (vitamin c) from an unspecified date and unknown if ongoing. Past product history included biofreeze from an unspecified date in 1997 for pain and experienced no adverse events. On 04 july 2015, the patient reported using the product for the first time and she went to bed with the heatwrap on her left side from 2:00 a.m. Until 8:00 a.m. Around 5:00 p.m. Later that day, she rubber her hand near her hip and noticed a burn with a blister in a perfect circle like one of the heat things on the heatwrap. She stated the area was pink and the blister had popped and was still draining and seeping fluid. The patient reported she consulted her mother who is a registered nurse regarding the burn/blister. Her mother indicated she had probably experienced a 1st degree burn. The patient mentioned she had the waistband of her underwear over the wrap and wore an oversized t-shirt. Therapeutic measures received included keeping the area covered and using neosporin. The patient assessed her skin tone as medium. She denied having any health problems such as difficulty feeling heat or pain on her skin, diabetes, poor circulation, rheumatoid arthritis, heart disease or neuropathy. The patient reported having sensitive skin but no abnormal skin conditions. The patient did not engage in exercise while using the heatwrap. She read the usage instructions before use. Action taken with the suspect product was permanently withdrawn on (B)(6) 2015. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Case comment: based on the information provided, a possible contributory role of the suspect device product to the reported events of a burn with a blister in a perfect circle, was pink and the blister had popped and was still draining and seeping fluid, 1st degree burn cannot be excluded. This case meets initial, serious, reportable 10-day EU/30-day FDA medical device report.